Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's leads had high impedances. Surgical intervention was undertaken on (B)(6) 2025 wherein the leads were confirmed fractured and were unable to be removed due to scar issues. Two new leads were implanted at the lower vertebrae to address the issue, thus, restoring effective therapy post-op.